Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, loss of capture was noted on the patient's right ventricular(rv) lead. During the lead revision,the fluoroscopy exhibited helix extension failure . The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis.the damage found was sustained during the surgical procedure. The lead was otherwise normal.